Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing pocket site discomfort and had difficulty getting her ipg to a full charge. Database (db) analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be repositioned.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices was not returned to bsn.

Event description:
A report was received that the patient was experiencing pocket site discomfort and had difficulty getting her ipg to a full charge. Database (db) analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be repositioned.